Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21512. It was reported the patient ((B)(6)) is experiencing ineffective pain relief as compared to the trial. Reprogramming was unsuccessful. Consult with the physician is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.